Event description:
The report reads, "placing a bifuse with current IV tubing (mini volume extender set) to add medication line. When priming the bifuse, fluid noted to be leaking at the connection of medication tubing to blue clave of bifuse. Removed med tubing and examined it and noticed a crack in the tip."manufacturer is sending return kit.